Event description:
It was reported that during a case, the navigation was inaccurate.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.corrected data: g1.

Event description:
It was reported that during a case, the navigation was inaccurate.